Event description:
It was reported that for the past few days they noticed that the device takes a while to connect and charge the implant. Patient (pt) mentioned they've been charging the implant for 20-30 minutes implant battery did not increase and just stayed at 50%; then pt got rm06; pt added that the paddle gets warm when recharging the implant. Agent had patient reset the controller and checked for physical damage. Patient confirmed no damage on the battery compartment, battery pack, and recharging paddle. Agent had pt blew air into the controller port and wiped the recharger(rtm) plug with clean fabric. Pt attempted to recharge the implant, the screen stayed a while on checking the recharger then pt got replace the controller batteries soon. Steps taken during the call did not resolve the issue. Agent sent request to repair to replace the recharging paddle.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.